Event description:
In 2007, I purchased a box of icy hot heat therapy patches for arm and/or leg. This was the first time I used this product. It was for muscle pain on the backside of my knee. I placed the patch as directed on the sore area and left it in place for approx 6-7 hours as directed. I felt a burning sensation as if the area was worsening, so I tried to remove the patch and it was literally "stuck" to my skin. After ripping the patch off, I had also removed several large chunks of my skin. I had a total of 9 blisters in the area that the patch covered. I was severely burned by the icy hot heat therapy patch. I have photos of my leg with the blisters and burn.